Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient underwent midline lumbar fusion at l3-l4 due to neurogenic claudication. Intra-op, the cage broke during insertion into intravertebral space. The broken cage was then replaced with a new one. It is unknown if any fragment of the broken cage remained inside the patient. The event was determined to be terminated/resolved on (B)(6) 2019.